Event description:
It was reported that a pt underwent a kyphoplasty procedure on (B)(6) 2008. During the procedure, an expired bone filler device was used. There were no pt complications or adverse events were reported. No additional info was reported.

Manufacturer narrative:
Method - device not returned, follow up with company representative. Product was from trunk stock.